Manufacturer narrative:
E1: initial reporter email - added. H6: patient code added.

Event description:
Reported via journal article it was reported via journal article that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman closure device was implanted. At an unspecified time, point post implant, the patient underwent a transesophageal echocardiogram (tee) to assess mitral regurgitation (mr). Tee showed moderate mr and a 2.7x2.0cm mass attached to the left atrial side of the device. With concern for thrombus, cardiac computed tomography (CT) was performed and confirmed the finding. Extracardiac CT demonstrated mural thrombus in the proximal abdominal aorta and segmental/subsegmental pulmonary emboli. The patient was admitted for systemic anticoagulation.

Event description:
Reported via journal article. It was reported via journal article that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman closure device was implanted. At an unspecified time point post implant, the patient underwent a transesophageal echocardiogram (tee) to assess mitral regurgitation (mr). Tee showed moderate mr and a 2.7 x 2.0cm mass attached to the left atrial side of the device. With concern for thrombus, cardiac computed tomography (CT) was performed and confirmed the finding. Extracardiac CT demonstrated mural thrombus in the proximal abdominal aorta and segmental/subsegmental pulmonary emboli. The patient was admitted for systemic anticoagulation.

Manufacturer narrative:
B3: estimated as 07/03/24 as the published online date for the article is noted a july 03, 2024 d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. Citation: garg r, mungee s, baumann r. Incidental complication from a left atrial appendage device. Jama cardiol. Published online july 03, 2024. Doi:10.1001/jamacardio.2024.1571.